Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was on the patient's sciatic nerve and it was sending shooting pains/a tingling sensation down her leg. To resolve the issue, the ins pocket was revised. It was noted that the patient recovered completely. Follow-up is not required at this time and there is no further information related to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the costumer stating that the revision was due to implantable neurostimulator (ins) protruding from the hip. It was noted that the ins was protruding from the hip about 4-5 months after it was put in. They mentioned that they did not want to go through the stress, pain and agony of any other surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.